Event description:
Customer reported he was experiencing high blood glucose of 468 mg/dl. Customer stated he was receiving no delivery alarms while trying to complete the fill tubing process during a set change. Customer was advised to disconnect at the quick release and perform fixed prime; he was stuck in the rewind loop and getting no delivery. Customer was advised to change the infusion set and was able to successfully prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.